Event description:
It was reported that the patient had a loss of therapeutic effect. The patient had a return of symptoms for the last 2 to 3 months including wetting themselves 3 to 4 times a day and pain. The patient noted that this was a gradual change. The patient had tried increasing and decreasing the stimulation. When they increased the stimulation the patient felt like they had to run to the bathroom more often. Additional information was received indicating that there was a surgical procedure on april 2015 of a replacement of an implantable neurostimulator (ins) due to lack of efficacy. The ins and leads were both replaced. Blood was noted in the ins connector block of the explanted ins. The manufacturer representative was unable to do any troubleshooting prior to the case as the case was in progress when they arrived. The patient did have therapy at the time with the new lead and ins.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0bfu0, implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
Final analysis of implantable neurostimulator (ins) with (B)(4) functionally okay/insignificant anomalies.